Manufacturer narrative:
(D10) concomitant device(s): 300-62-03 - equinoxe stemless humeral comp integrip, cage, size 3: a880656; 314-13-24 - equinoxe cage glenoid l, post aug, left; 310-61-53 - stemless humeral head 53mm x 20mm x beta: a229752; 319-01-32 - steinmann pin sterile 3.2mm x 178mm: a944678.

Event description:
During implantation of a left tsa, it was reported via clinical study that the patient experienced instability / subluxation. Shoulder demonstrated posterior instability in theatre; therefore, the patient was placed in shoulder immobilizer sling with wedge for 3 weeks in neutral rotation once shoulder located correctly. The outcome of this event is considered resolved and the clinical report indicates that this event is possibly related to the device(s) and/or to the procedure.

Manufacturer narrative:
This follow-up report is being submitted to relay additional and/or corrected information. The following sections were updated: d8 g4: 510k unknown due to specific device not being reported. The following sections were corrected: d1 h6 the reason for the shoulder instability reported cannot be conclusively determined, but may be related to patient conditions, soft tissue tensioning, and/or component positioning or sizing issues. However, this cannot be confirmed because the devices were not returned for evaluation, and relevant patient information, images, or radiographs were not provided. If any further information is obtained that would change or alter any information provided, a supplemental report will be filed accordingly.